Event description:
A peritoneal dialysis unit rn has reported an incident where a pt has had a diagnosis of peritonitis. The nurse verbally reported that he had a leak with use of this product, however, the date is unable to be confirmed no can the pt remember. The pt had never told the staff of the leak. The pt was diagnosed with peritonitis receiving antibiotic treatment. Currently, the pt is receiving dialysis by manual exchange. The plan is that the pt will start hemodialysis as the pt has dementia. There is no sample and the lot is unk.

Manufacturer narrative:
Of note: it is noted by the md that the pt was diagnosed with (B)(6) and that there was a break in his technique. He is to be observed/evaluated for the technique he uses to perform his peritoneal exchanges. It was also documented that recently has been seen for a work up for multiple myeloma.